Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that a motor stall recovery was seen in the pump logs, but it was delayed 2-3 hours. The actions taken to resolve the motor stall were waiting; the pump had alarmed at home, but then restarted in the emergency room (ER). The issue had been resolved. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving baclofen at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported that a motor stall was seen at initial interrogation. The patient had an MRI the week before the report and was seen post MRI for a pump status check and the logs showed the pump restarted. The patient went home and on the way home, the pump was beeping. The patient went back to the clinic and a recheck of the pump status was done and the logs showed the pump restarted. The pump had restarted due to a restart command upon a completed update. It was unknown if a motor stall recovery was seen in the logs. The MRI was not done due to a suspected problem with the device or therapy. No symptoms were reported. There were no further complications reported at this time.